Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/extreme pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included paratubal cyst and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), vaginal haemorrhage ("vaginal bleeding/bleeding"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), dysmenorrhoea ("dysmenorrhea"), ovarian enlargement ("enlarged ovaries") and genital haemorrhage ("bleeding") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy with bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, vaginal haemorrhage, dyspareunia, vaginal disorder, dysmenorrhoea, neoplasm, ovarian enlargement and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, neoplasm, ovarian enlargement, pelvic pain, urinary tract disorder, vaginal disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme pain') in an adult female patient who had essure (batch no. B59458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included paratubal cyst and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), vaginal haemorrhage ("vaginal bleeding / bleeding"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), dysmenorrhoea ("dysmenorrhea"), ovarian enlargement ("enlarged ovaries") and genital hemorrhage ("bleeding") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy with bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, vaginal hemorrhage, dyspareunia, vaginal scarring, dysmenorrhoea, neoplasm, ovarian enlargement and genital hemorrhage outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital hemorrhage, neoplasm, ovarian enlargement, pelvic pain, urinary tract disorder, vaginal hemorrhage and vaginal scarring to be related to essure. Lot number: b59458; production date 2013-07-29; expiration date 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included paratubal cyst and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), vaginal haemorrhage ("vaginal bleeding / bleeding"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), dysmenorrhoea ("dysmenorrhea"), ovarian enlargement ("enlarged ovaries") and genital haemorrhage ("bleeding") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy with bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, vaginal haemorrhage, dyspareunia, vaginal disorder, dysmenorrhoea, neoplasm, ovarian enlargement and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, neoplasm, ovarian enlargement, pelvic pain, urinary tract disorder, vaginal disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / extreme pain') in an adult female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included paratubal cyst and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), vaginal haemorrhage ("vaginal bleeding / bleeding"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), dysmenorrhoea ("dysmenorrhea"), ovarian enlargement ("enlarged ovaries") and genital haemorrhage ("bleeding") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy with bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder, allergy to metals, vaginal haemorrhage, dyspareunia, vaginal scarring, dysmenorrhoea, neoplasm, ovarian enlargement and genital haemorrhage outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, neoplasm, ovarian enlargement, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal scarring to be related to essure. Lot number: b59458. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.